Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image disappeared during angulation in the up and down direction. This finding was due to damage on the charge coupled device unit. It is suspected that the cause of damage to the charge-coupled device unit was due to leakage in the device. Water invasion in the connector was ruled out. Upon further inspection, it was observed that the control unit and the plug unit were damaged. It was also observed that the switch box had a dent. Lastly, it was observed that water tightness was lost due to a pinhole on the bending cover section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope had multiple picture failures when using the device. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is also being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image disappearing during up-down angulation could not be concluded. Considerations ¿ presumable cause: the bending section cover leaked, and fluid invaded the device during handling of the subject device by the user. The fluid invasion caused damage to the charge-coupled device unit; as a result, the suggested event occurred. The following precautions were advised prior to use ¿ 1) turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system 2) inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair." Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity." Olympus will continue to monitor field performance for this device.